Manufacturer narrative:
Name, address, and phone: (B)(6), postal code:(B)(6). Occupation: cardiology nurse. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a veterinary procedure involving a canine patient, the hemostatic valve of a flexor ansel guiding sheath leaked through the port. The sheath was inserted into the femoral artery for approximately "40 minutes" and the leak was noted upon removal of the dilator. The canine patient lost a "moderate" amount of blood during the procedure. No blood products or transfusions were necessary due to the blood loss. The canine patient's outcome of the procedure was a "full uneventful recovery." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
As reported, during a veterinary procedure involving a canine patient, the hemostatic valve of a flexor ansel guiding sheath leaked through the port. The sheath was inserted into the femoral artery for approximately "40 minutes" and the leak was noted upon removal of the dilator. The canine patient lost a "moderate" amount of blood during the procedure. No blood products or transfusions were necessary due to the blood loss. The canine patient's outcome of the procedure was a "full uneventful recovery." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Name, address, and phone: (B)(6), postal code:(B)(6). Occupation: cardiology nurse. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a veterinary procedure involving a canine patient, the hemostatic valve of a flexor ansel guiding sheath leaked through the port. The sheath was inserted into the femoral artery for approximately "40 minutes" and the leak was noted upon removal of the dilator. The canine patient lost a "moderate" amount of blood during the procedure. No blood products or transfusions were necessary due to the blood loss. The canine patient's outcome of the procedure was a "full uneventful recovery." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawings, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned device was also conducted. The complaint device was returned to cook in a used condition. No leakage was noted during the leak test. Cook completed a review of the device history record (DHR). The DHR for the report lot found no relevant non-conformances. A related sub assembly lot reported one relevant non-conformance; all affected devices were scrapped. Although these non-conformances are relevant to the reported failure mode, all non-conforming product was scrapped, there are 100% inspections to capture this non-conformance. Adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: sheath introduction: ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline." How supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that a component failure contributed to this failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.